Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during a flexible ureteroscopic holmium laser lithotripsy a biwire nitinol hydrophilic wire guide was being used, and the wire guide coating had cracked. The user changed to a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One used bws-035150 was returned to cook and delivered to the supplier for further investigation. The device presented an overall length and finished diameter within specification. The device coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The device presented cut/skive damage to the polymer jacket material 23.70 to 26.25cm from the angle tip end and bends/kinks of varying severity and frequency at both ends. The large radius bends appeared consistent with tensile loading, while the kink damage appeared consistent with advancing against resistance into a bending overload condition. Except where noted, the device appeared visually and dimensionally correct. A review of the device history records conducted by the supplier did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The supplier investigation was unable to confirm that the product was manufactured out of specification. A document-based investigation evaluation was performed by cook. There have been no other reported complaints for this lot number. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution the following: ¿-manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating. When exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement.¿ based on the available information, cook has concluded that unintended user error contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: other non-healthcare professional: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopic holmium laser lithotripsy a biwire nitinol hydrophilic wire guide was being used, and the wire guide coating had cracked. The user changed to a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional patient and event information has been requested.